Event description:
The company representative confirmed that the implantable neurostimulator (ins) did become overdischarged and a pmr was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was intermittent stimulation, loss of stimulation, loss of therapeutic effect, less than 50% therapy relief, and a shocking/jolting sensation. No troubleshooting was performed, but it was going to be performed in the future. March of last year, the patient started having stimulation problems. She had been in and out of (B)(4) hospitals and had not followed up like she should have. She had not charged her battery for 6 months, but prior to that she would charge the battery and it would deplete within a few days. The battery was currently discharged and they were charging it and they were going got assess impedances and reprogram as needed when they get some charge in it. No physician mode recharge (pmr) was needed. It was also noted that the patient had numerous falls in the past year. It was later reported that they were able to charge the patient¿s battery and get stimulation to where she needed it and she took some tape discs the next day. No programming was needed and recharging matched the patient¿s settings. S he admitted to not charging for a few weeks. The patient was receiving effective therapy the last time the manufacturing representative (rep) saw her.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).